Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was dislodged into the superior vena cava (svc). It was believed the rv lead dislodged when the patient moved/flipped their device around in the pocket post-implant. The helix would not extend during an attempt to reposition the rv lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.